Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric bypass, the doctor was performing the bypass pouch, when the third shot with a 6r45b refill failed. Many of the loose staples remained on the tissue and did not cut accordingly. Used another load (6r45b) and continued the surgery without eventualities.